Event description:
A peritoneal dialysis (pd) patient reported that during treatment, her cycler had alarmed for drain complications and her fills and drains were very slow. She was advised to discontinue using the cycler and switch to manual treatment. When removing the set, the following morning she discovered fluid in the cassette compartment. She was advised to contact her pd nurse. The set was discarded. During follow up the patient reported that her effluent remained clear. She did not have signs of infection. She had notified her pd nurse and no antibiotics had been prescribed. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.